Manufacturer narrative:
(B)(4). The analysis found that one pve35a device was returned with no apparent damage and with one vasecr35 cartridge reload loaded on the device. The reload was received fully fired. In addition another vasecr35 cartridge was present fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a pulmonary lobectomy procedure, the device was used in which the first shot worked correctly. In the second shot, the surgeon performs the compression in the pulmonary artery of the left lung, the trigger was triggered and after this initiates, an active bleeding of the artery. The surgeon shows that the staples were opened and when he observed the tissue, this looked like opened. Made another shot with the stapler of the competition but there was no other maneuver to do, already the pulmonary artery was open and could not stop the bleeding which cannot be controlled for which the patient dies.